Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. When she removed the reservoir it was wet inside the insulin pump. The reservoir leaked inside. Customer's blood glucose level was 575 mg/dl. The customer was able to rewind the insulin pump. The displacement and manual prime were successful and the motor error alarm did not recur. The device was not returned.